Event description:
Customer reportedly received results in the 400's and in the 200's (mg/dl) within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with a glass of milk and cookies. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.